Event description:
Solero applicator 2 of 4: a CT supervisor reported an issue with a solero generator when using three solero applicators, 19cm and one solero applicator 14cm. During procedure preparation, the patient was set up on the table, under conscious sedation when the end user noted that the generator would not go through the test burn sequence due to "high reflected power (hrp)" errors. A total of 4 applicators were attempted to be used, three 19cm and one 14cm; however, within 2-4 seconds of starting testing at 100 watts, a hrp error was produced and the machine directed the end user to "reposition the applicator." It is currently unknown if the issue was caused by the generator or applicators. Ultimately, the procedure was aborted due to this event and the patient left untreated. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. This event meets the criteria a reportable adverse event; patient safety risk as treatment was not provided, but patient had been sedated.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4). The solero unit and 4 solero applicators associated with this event are being reported on subsequent medwatch reports as follows: (B)(4) 1317056-2022-00016 solero unit. (B)(4) 1317056-2022-00017 applicator 1 of 4. (B)(4) 1317056-2022-00019 applicator 3 of 4. (B)(4) 1317056-2022-00020 applicator 4 of 4.

Manufacturer narrative:
Returned for evaluation was one 19cm probe. During functional testing, the reported complaint description of high reflected power was unable to be duplicated. Internal evlauaiton of the device noted no workmanship deficiencies. The device functioned as intended. The customer's complaint description of high reflected power (hrp) was not confirmed. The root cause for the reported event cannot be determined, however, a potential root cause for hrp warning messaged during this procedure is a fault with the solero generator(see below for report reference number). A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator.". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). The solero unit and 4 solero applicators associated with this event are being reported on subsequent medwatch reports as follows: (B)(4)1317056-2022-00016 solero unit; (B)(4)1317056-2022-00017 applicator 1 of 4; (B)(4)1317056-2022-00018 applicator 2 of 4; (B)(4)1317056-2022-00019 applicator 3 of 4; (B)(4)1317056-2022-00020 applicator 4 of 4.